Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. Due to the report of cloudy pd effluent, the occurrence of peritonitis is unable to be ruled out. The cause was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. The outcome of the event was unknown. The action taken with dianeal therapies was unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.